Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
The physician noticed during surgery that the intraocular lens (iol) had only one haptic and no backup iol, so they decided to implant an iol with a single haptic. There was no serious injury to the patient. Additional information was requested, but no further information is available.